Event description:
Event description cpi received information that this patient was bleeding several hours post implant due to subclavian vein tears sustained at the attempted implant procedure. Both selute leads were explanted along with the device. A new system was successfully implanted.